Manufacturer narrative:
Additional manufacturer narrative: date of event entered is an estimated date as the exact date of event was not provided.

Event description:
It was reported that the artificial urinary sphincter (aus) pump was explanted due to urethral erosion. "After removing the pump with urethra erosion three months ago, the entire pump is removed with urethra erosion." A new aus pump was implanted.

Event description:
It was reported that the artificial urinary sphincter (aus) pump was explanted due to urethral erosion. "After removing the pump with urethra erosion three months ago, the entire pump is removed with urethra erosion." A new aus pump was implanted. Additional information received states the patient's pump was removed on (B)(6)2018 due to the urethral erosion. The patient presented with "penis pain." Then on (B)(6) 2019 the patient was implanted with a new pump. Further additional information received clarified that the patient's device was originally implanted on (B)(6) 2018. The pump was then removed on (B)(6) 2019 due to urethral erosion. Further additional information states the pump led to erosion in the scrotum. The erosion was repaired and treated with antibiotics.

Manufacturer narrative:
Date of event entered is an estimated date as the exact date of event was not provided.